Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient was hospitalized on (B)(6) 2026 due to the pulling of cannula from the insertion area due to restlessness. The patient was treated with oral medications no further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.